Manufacturer narrative:
During the requested site visit, the field service engineer (fse) found a reddish-brown sediment at the bottom of the reservoir, buffer. Fse cleaned the reservoir, buffer (rohs), which resolved the issue. The service history of the architect i2000sr, serial number (B)(6) found no additional discrepant patient results were reported after the current event was identified. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of trending data associated with the reservoir, buffer (rohs), did not identify an increase in complaint activity. The architect system operations manual addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. The architect i2000sr service and support manual contained adequate information for troubleshooting erratic results on the architect system. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the architect i2000sr, serial number (B)(6) or reservoir, buffer (rohs).

Event description:
The customer observed false positive alinity I b-hcg results on a 20yrs old female patient. The results provided were: on (B)(6) 2026 initial=208.36 miu/ml (> 25.0 miu/ml =positive) /repeated =< 1.2 miu/ml (< or =5.0 miu/ml=negative). At other hospital hcg=negative (no actual results provided). There was no reported impact to patient management.

Event description:
The customer observed false positive alinity I b-hcg results on a 20yrs old female patient. The results provided were: on (B)(6) 2026 initial=208.36 miu/ml (> 25.0 miu/ml =positive) /repeated =< 1.2 miu/ml (< or =5.0 miu/ml=negative). At other hospital hcg=negative (no actual results provided) . There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.